Manufacturer narrative:
(B)(4). The events of "capsular contracture baker 4, sudden seroma, and suspect of bia-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV, sudden seroma, and suspect of bia-alcl" implanting physician: dr. (B)(6). Address: (B)(6). Phone:(B)(6).

Event description:
Healthcare professional reported initial right side "capsular contracture baker grade IV, breast hardening and pain," and subsequent "sudden seroma," and "inflammatory process." Healthcare professional reported "the use of anti-inflammatory presented slight improvement [of the seroma.]" Healthcare professional reported "suspect of bia-alcl." Pathological markers confirming alcl have not been received. Also reported "cysts" which were determined to be not device-related. Device has been explanted and replaced. Healthcare professional performed a "total capsulectomy."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "synovial metaplasia. Seen in the inner lining of the fibrous capsule. Cells with silicone inside in large quantities" on cytological examination."